Manufacturer narrative:
This device, bipap a30 was manufactured 05/27/2014 which is prior to UDI requirement implementation.  This device does not have a UDI, and no UDI will be listed in this report.

Event description:
A bipap a30 device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that the "unit is exceeding the requested pressure settings for 10 seconds, high pressure sensor reading, large amount of drift, and pinched/blocked tubing (error code 56). Error code 56 is a ventilator inoperative code, and although the service manual recommends "checking the tubing (inside and outside the device) for leaks, kinks, or blockages, and/or replacing the pca and recalibrate, the repair evaluation does not specifically specify which component(s) to replace to repair the named errors. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed. Error code e-96 was also observed by the technician, recommending the replacement of the pca. The device was missing the accessory port cover and there was also the presence of dust/dirt and tobacco contamination.